Manufacturer narrative:
Results: the neuron max was kinked approximately 32.0 and 39.5 cm from the hub. The device was ovalized from approximately 46.0 ¿ 48.0 and 76.0 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed ovalizations on the mid-shaft and near the distal tip. If the device is forcefully gripped or otherwise mishandled at extreme angles during removal from its packaging, damage such as ovalizations may occur. Further evaluation revealed kinks. Based on the return condition, these kinks were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that a neuron max 6f 088 long sheath (neuron max) was damaged upon opening of the packaging. The damage to the neuron max was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new neuron max.